Event description:
Pt had gallbladder taken out emergently. Pt was in a great deal of pain and they were going to start them on hydromorphone pca. Staff noted there was a problem with the pump and they were trying to find another one. The "problem" it turns out was no one could figure out how to use the pump for hydromorphone since the mg/ml selection was missing. The pump choices included morphine and meperidine only. They were in the process of using the morphine selection. Reporter told them to go ahead since their concentration for hydromorphone was 0.5 mg/ml and there is a 0.5 mg/ml morphine selection. Reporter did note that this was not a safe situation and reporter wanted the pump replaced with one that had the correct functionality as soon as possible. About 30 minutes into the pump being set up on the pt, another pharmacist comes up to set up the pump correctly. Reporter thought they knew what the situation was and had the capability to reprogram it. They just thought no one knew how to set up the pump and they weren't able to do anything different. They did however facilitate getting an appropriate pump.